Event description:
According to the affiliate, the stent of a 10x40mm precise pro rx stent delivery system was already deployed and expanded after opening the package. The surgeon changed to another 10x40mm precise pro rx stent from the same lot. The patient was not involved; therefore there was no patient injury. During the procedure, a 10x40mm precise pro rx stent delivery system was opened. However, the stent was found to be deployed and expanded before attempting to remove the device from the tray. There was no damage noted to the device, the packaging or the pouch. The device was handled according to IFU instructions. The surgeon exchanged the device for another 10x40mm precise pro rx stent from the same lot. The patient was not involved; therefore there was no patient injury. The product will be returned for analysis.

Manufacturer narrative:
The complaint conclusion has been updated to reflect additional analysis information. This does not change the conclusion. Complaint conclusion: the stent of a 10x40mm precise pro rx stent delivery system was noted to already be deployed and expanded after opening the package and before attempting to remove the device from the tray. There was no reported patient injury. One non-sterile precise pro rx ous carotid system, 6f, 10mm x 40mm, 135 cm was received coiled inside a plastic bag. Unit was partially deployed (2cm). No other discrepancies were found. The usable length was measured and found within specification. Functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported ¿deployment difficulty-premature/prior to use¿ by the customer was confirmed since the unit was received in this condition; however no anomalies were found during functional and dimensional analyses. The exact cause of the failure could not be conclusively determined; it does not appear to be related to manufacturing process. Handling and procedural factors could be contributed to the experienced failure. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The hemo valve of the precise pro rx is shipped in the open position. If the prepping instructions are not properly followed the stent can slightly pre-deploy while still in the tray or during removal from the tray. Rough shipping/handling conditions may also have had an impact on the event. With the information available it is not possible to draw a clinical conclusion between the device and the reported event.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The product analysis and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: the replacing stent is a 10x40mm precise pro rx stent, lot: 15836852, catalogue: pc1040xce.

Manufacturer narrative:
Complaint conclusion: the stent of a 10x40mm precise pro rx stent delivery system was noted to already be deployed and expanded after opening the package and before attempting to remove the device from the tray. There was no reported patient injury. One non-sterile precise pro rx ous carotid system, 6f, 10mm x 40mm, 135 cm was received coiled inside a plastic bag. Unit was partially deployed (2cm). No other discrepancies were found. Functional test (deployment process) was performed according to procedure and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported ¿deployment difficulty-premature/prior to use¿ by the customer was confirmed. The exact cause of the failure could not be conclusively determined; it does not appear to be related to manufacturing process. Handling and procedural factors could be contributed to the experienced failure. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The hemovalve of the precise pro rx is shipped in the open position. If the prepping instructions are not properly followed the stent can slightly pre-deploy while still in the tray or during removal from the tray. Rough shipping/handling conditions may also have had an impact on the event. With the information available it is not possible to draw a clinical conclusion between the device and the reported event.